Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor, unable to confirm sensor anomaly due to sensor sent opened/used.

Event description:
It was reported that the customer had a broken sensor. The customer was advised that the sensor would be replaced and agreed to return the broken product for analysis.